Manufacturer narrative:
Retainer =black. Customer returned insulin pump for an alleged possible over delivery anomaly found on (B)(6) 2021. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device passed the delivery accuracy test at .08700 inches. Successfully downloaded history files and traces using thump and carelink. The daily totals screen showed that on (B)(6) 2021 the average (15) is 108mg/dl; carbs is 269g and insulin is 119.6 bolus were delivered. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the insulin pump case. Over delivery anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. Customer was treated with food. Customer alleged for over delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto-mode feature was used. The device will be returned for analysis.